Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The ilet was initiated on (B)(6) 2025, and the device responded as intended with appropriate low and urgent low glucose alarms. No motor errors or dosing malfunctions were found. Based on available data and user submission, the event was attributed to insulin stacking due to the user administering long-acting insulin and a 7-unit manual bolus immediately prior to starting the ilet system, resulting in excess insulin on board and subsequent hypoglycemia. Should additional information become available, a supplemental report will be submitted.

Event description:
On 18-jun-2025, a clinical diabetes specialist reported that on (B)(6) 2025 the user experienced a hypoglycemia event shortly after initial ilet pump training. The user reported taking long-acting insulin and administering a 7-unit manual bolus injection before the training, which began around 3:00 pm. The user stated they were connected to the ilet pump at 3:00 pm and left the session with a blood glucose (bg) of 116mg/dl. The user later had symptoms of low bg while out but experienced a medical event. The police provided orange juice, and emergency medical services (ems) confirmed a bg of 47mg/dl. The user was transported to the emergency department and treated with food and hydration. The user sustained abrasions from the fall.